Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular over-sensing. These episodes were attributed to myopotential over-sensing. Programming interventions were discussed; however, no changes were made. The patient was stable.